Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 297 at the time of the incident. Customer¿s current blood glucose is 307 mg/dl. Customer also reported that self test did not passed. The insulin pump will be returned for analysis.